Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that on the same day this right ventricular lead was implanted, loss of capture was displayed. The lead was determined to have dislodged. The pocket was reopened and the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead has not been received for analysis as of today. Should additional information become available, this report will be updated.